Manufacturer narrative:
The hvad is used for treatment not diagnosis.the controller ((B)(4)) was returned for evaluation. Visual analysis of the controller confirmed mechanical damage to the pins on one of the power connections. The controller also failed functional testing due the bent pins on the connector. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The manufacturer has opened an internal investigations to evaluate the damage to the power supply port connection pins. The root cause was likely misaligning the connector and applying force in the attempt to connect.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had bent pins that did not provide stable contact for the controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided. The investigation is ongoing.